Event description:
The ventilator was operating on internal battery and suddenly gave "low battery" alarm. Within few minutes, it also gave "empty battery" alarm. Then shut down. The ventilator was plugged into 12v power source after the incident. No severe injury or death was reported from that incident.